Event description:
Synovitis in right knee [synovitis]. Degenerative changes within the knee [osteoarthritis]. Case description: spontaneous report was received on (B)(6) 2012, by a physician regarding (B)(6) female pt, initials (B)(6) with osteoarthritis of right knee. The pt's medical history was not provided. In (B)(6) 2012, the pt initiated treatment with synvisc (hylan gf-20), dosage regimen not provided. The lot number for synvisc was not provided. In (B)(6) 2012, following the first synvisc injection, the pt developed swelling and pain in the right knee after 3-4 days. It was reported on examination that the swelling was mild, the right knee was slightly warm and there was limitation of flexion, but not extension. However, the pt was able to walk and drive, but with considerable discomfort, which she had not experienced prior to synvisc. The physician consulted with orthopedic surgeon who suggested that the pt experienced synovitis, secondary to synvisc, and therefore recommended no further treatment with synvisc. However, he also stated that the pt's symptoms could possibly be due to degenerative changes within the knee. The outcome for the events of degeneration changes within the knee, considerable discomfort, limitation of flexion, synovitis, knee was slightly warm, swelling in right knee and pain in the right knee was not provided. Relevant concomitant medications were not provided. The intensity for the events of degenerative changes within the knee, synovitis of the right knee, discomfort in right knee, limitation of flexion, pain in right knee, total knee replacement and knee slightly warm was not provided. The reporting physician did not provide relationship of synvisc with all the events. F/u info was received on (B)(6) 2012, from a physician regarding pt's medical history, synvisc therapy details, events info and concomitant medications, which upgraded the case to serious. The case was upgraded to serious, as intervention was required for the events of synovitis and degeneration changes within the knee. The pt's medical history was significant for previous treatment with steroids, previous medical device implantation with synvisc 2009, mild medical and moderate patella-femoral osteoarthritis in the right knee, presence of osteophytes and joint narrowing. On (B)(6) 2012, the pt initiated treatment with intraarticular synvisc (hylan gf-20) injection, 2 ml, in the right knee (frequency not provided). It was reported that no effusion was collected before and after the synvisc injection. On (B)(6) 2012, the pt experienced synovitis and degenerative changes within the knee. On an unspecified date in 2012, the pt underwent total knee replacement (tkr). The physician reported that "symptoms settled greatly by (B)(6) 2012; however, all symptoms unsettled until total knee replacement in (B)(6) 2012". Relevant concomitant medications reported included paracetamol. The intensity for synovitis in right knee was moderate. The intensity for degenerative changes which the knee was not provided. The reporter assessed the relationship of synvisc with the event of synovitis in right knee as possible and unrelated with the event of degenerative changes with the knee. The reporter additionally stated that the possible precipitating factors for the development of the events were synvisc and related synovitis and the exacerbation of the degeneration disease of the knee. The events of knee was slightly warm, considerable discomfort in right knee, considered signs and symptoms for the event of synovitis in right knee.

Manufacturer narrative:
F/u info was received on (B)(4), 2012 in the form of qa (quality control) investigation results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.